Event description:
2002: et tube inserted. Twelve days later: 8mm non fenestrated trach (503080) inserted with a 526080 inner cannula. Twenty-three days later: inner cannula replaced (replacement inner cannula visually inspected prior to insertion and no problems seen). Size 14fr ballard suction catheter unable to be passed through inner cannula more than two inches into trach. This assembly was used earlier in day, on this pt, and no difficulties noted. When took out trach tube and inner cannula noticed crack in the inner cannula wall. Put in a new 8mm non fenestrated trach tube with inner cannula without difficulty.